Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she had problem with her pump battery, every one to two hours they change batteries. Called and restarted her pump. The customer reported that every one hour changes battery. The customer reported that every one hour low battery alarm, after that she changed one hour again. The customer had replace battery now alarm. Customer received a low battery alert prior to the replace battery now alarm. The customer reported that this was the second occurrence of replace battery now without a low battery warning. The customer reported that blood glucose was 300mg/dl and was very high. The customer reported that right now it was 500mg/dl. They gave insulin with pump and manual injection. Patient's current blood glucose was 289 mg/dl. The customer was tired and had difficulty in breathing. The customer treated for high blood glucose with the pump. Based on customer report customer does not allege pump was under delivering. Customer does not have a tubing clamp available to perform high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.